Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020. Product type lead, product ID 97792, serial# unknown, explanted: (B)(6) 2020. Product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's leads were explanted on (B)(6) 2020. They were replaced with a single mid-line lead. The next patient follow up is scheduled for (B)(6) 2020. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020 product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jul-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a fall and lost stimulation. An impedance check was run and it was determined that contacts 0-7 were out of range and programming of contacts 8-15 resulted in stimulation around the ipg site. The patient was examined under fluoroscopy and it was noted that both the electrodes had pulled out of the epidural space and almost back to the battery site. A lead revision was planned for (B)(6) 2020 to replace the leads and re-establish therapy. The issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2020; explanted: on (B)(6) 2020; product type: lead; product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2020; explanted: on (B)(6) 2020; product type: lead; product ID: 97792; explanted: on (B)(6) 2020; product type: accessory; h3. Analysis of the leads identified that the outer insulation of the lead was twisted and that the braid wire was broken. H6. Evaluation result code 3233 does not apply. Evaluation method code 4118 does not apply. Evaluation conclusion code 11 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.